Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Device had cracked case at lcd window corners and scratched lcd window.

Event description:
The customer reported via phone call that the scroll bar on screen was moving without input and the buttons on the insulin pump were not responding properly. Blood glucose value was 42 mg/dl which she treated with food. She also stated that the backlight randomly comes on and off. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.